Manufacturer narrative:
Additional, changed, and/or corrected data: h6 device photo evaluation: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported "rupture with intracapsular gel leakage diagnosed by ultrasound, patient's anxiety and panic attacks associated with device recall, suffered from very severe shooting breast pain, she also suffered from enlarged swollen lymph nodes, enlarged lymph nodes and seroma fluid". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, and seroma-late.

Event description:
Patient representative reported "rupture with intracapsular gel leakage diagnosed by ultrasound, patient's anxiety and panic attacks associated with device recall, suffered from very severe shooting breast pain, she also suffered from enlarged swollen lymph nodes, enlarged lymph nodes and seroma fluid". This record is for the left side. Device has been explanted.